Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that skin irritation and a burning sensation at the site had occurred while wearing the pod. The patient consulted a doctor and was prescribed an ointment for treatment.